Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012, stating that the up arrow, down arrow and ok keypad buttons were unresponsive after being exposed to water. The reporter stated that there was evidence of moisture behind the lcd screen. The patient denied any evidence of damage to the keypad. The patient reportedly wore the pump in a case on a belt and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
(B)(4): the pump did not power on for testing. Visible moisture was observed behind the display lens. Moisture damage was found in the pump; a leak test was performed and revealed a display lens leak. The keypad buttons could not be tested. The keypad was removed and no keypad damage was found.